Event description:
The suture that was being used to secure the aortic cannula for bypass when the suture broke during surgery. The suture was not stressed or used in an unusual manner. There was no harm to the patient, another suture was then used.